Manufacturer narrative:
Exact date unknown, event occurred a week and a half since implant.

Event description:
It was reported that the patient was only getting less pain relief from the spinal cord stimulator (scs). The patient also reported that the pain has been the same in the back and right leg after several reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.